Event description:
It was reported that patient received inappropriate therapy due to non-sustained rv oversensing. X-ray revealed that the lead had dislodged. Lead was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.